Manufacturer narrative:
The reported events were insulation damage and oversensing. As received, a complete lead was returned in one piece for analysis. The reported event of oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was confirmed. Visual inspection of the lead found procedural damage to the outer insulation at the middle region. The cause of insulation damage is consistent with procedural damage.

Event description:
Additional information received indicating right ventricular (rv) lead was explanted and replaced to resolve the event. Insulation damage was observed on the rv lead. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the oversensing was able to be reproduced. Diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed to resolve the event. The patient was in stable condition.